Manufacturer narrative:
Additional information: section b: description of event, section d6b: explantation date, section g: date received by manufacturer, section g6: type of report, section h6: evaluation codes.

Event description:
Saluda personnel confirmed an explant was completed on (B)(6) 2024. There were no complications following the explant procedure.

Manufacturer narrative:
Additional information: section d4 - expiration date, unique identifier (UDI) # section g3 - date received by manufacturer section g6 - type of report section h4 - device manufacture date section h6 - evaluation codes section h10 - manufacturer narrative the cls was returned for analysis and passed all functional testing without noted issue. Evoke scs system surgical guide lists inadequate pain relief following system implantation, requiring surgery (including revision, explant, and replacement) as a result as a potential risk associated with the implantation and use of a spinal cord stimulation system.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief. As a result, the patient underwent a radiofrequency ablation procedure to help with pain relief. Scs system reprogramming was performed multiple times without the desired results.

Manufacturer narrative:
The evoke spinal cord stimulation (scs) system remains implanted within the patient. The cause of inadequate pain relief could not be established. Inadequate pain relief following system implantation, has been listed as a potential risk in evoke scs system surgical guide. The manufacturing records were reviewed, and the product met requirements for release.